Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low pacing impedance. Isometric movements performed, and no noise/oversensing noted. The rv lead remains in use, and the patient will be being monitored during follow up visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.